Event description:
Patient reported right side capsular contracture, baker grade unknown and breast implant "trying to race the floor". Healthcare professional later reported "malposition" and "discomfort". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-report capsular contracture did not occur, confirmed by the physician.